Event description:
It was reported during the procedure, when inserting the aculoc 2 locking screw, the screw didn't fully seat into the plate. When the surgeon turned the screwdriver to insert the screw, the tip of the screwdriver broke off. There were no adverse patient consequences. This report is related to report numbers 3025141-2022-00323 and 3025141-2022-00324 for the other devices involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The device was not returned for evaluation; therefore, the results of the investigation are inconclusive.